Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2010; 5076-52 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pocket stimulation and nerve/diaphragmatic stimulation. The left ventricular (lv) lead dislodged and was completely out of coronary sinus (cs). The lead was explanted and replaced. No further patient complications have been reported as a result of this event.